Event description:
During a ventricular tachycardia ablation procedure using a safire ablation catheter, a pericardial effusion occurred. An ensite array catheter was placed in the right ventricular outflow tract for mapping of premature ventricular contractions. A supreme ep decapolar catheter was placed in the coronary sinus and a supreme ep decapolar catheter was placed in the right ventricular apex. The safire ablation catheter was advanced into the right ventricle. After extensive manipulation of the safire ablation catheter and manu radiofrequency lesions, a cardiac tamponade was diagnosed. The procedure was stopped and a pericardiocentesis was performed. The patient was stable and no further intervention was required. There were no performance issues with an sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported cardiac tamponade was procedure related. Per the IFU, cardiac perforation is a known inherent risk during the use of this device in the heart.